Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 15 mg/ml morphine at 8.5 mg/day and 10 mg/ml bupivacaine at 5.467 mg/day. The reason for use was not reported. It was reported that the patient complained of alarming pump. The doctor read the pump in the office and discovered a motor stall that did not recover. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient had no contact with magnets or MRI. Diagnostics/troubleshooting included the pump was interrogated and showed a motor stall which had not recovered resulting in loss of therapy. Interventions/actions that were taken to resolve the issue included the patient is scheduled for replacement on (B)(6) 2019. The issue was not resolved at the time of this report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed that the teeth on gear wheel number three were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis.